Event description:
Pt was previously implanted with hardware in sept 2010 and was revised in (B)(6) 2011, where the tulip head dislodged from the left l4 screw and was replaced and removed. Pt experienced the tulip head dislodging from the left l4 screw again. All hardware was explanted on an unk date and pt was revised to other hardware. This is the first of three reports submitted on this event.

Manufacturer narrative:
Physical eval of the device has not yet begun. The device history record review found no discrepancies noted that would be associated with this complaint. The device history record showed there were 100% visual inspections for nonconformities and 100% function tests to verify that sleeve was retained and free to move and screw could articulate in all directions (360 degrees) at assembly prior to release.